Manufacturer narrative:
(B)(4). Batch #: t5eu9t. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage, some staples were noted to be partially formed with body fluids in the pockets, and one staple was missing. Further analysis showed that the safety was damaged. The breakaway washer was uncut without marks. The device was reloaded with staples and tested with the returned washer for functionality, and it formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. It appears that an attempt was made to fire the device with the safety engaged. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected so that the device could not be fired on the rectum. The anvil was attached to the trocar properly. After the device was removed from the patient, it was found the target tissue was not cut, and the staples were left in the staple housing. A breaking loud sound was heard that was different from the usual washer cracking sound at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. There is a possibility that red safety was not unlocked at the firing. This operation was law anterior resection. There were no leakage and bleeding for the patient. The procedure was completed without colostomy. No further information is available.